Event description:
A physician reported after treatment with juvederm ultra under the eyes, the pt experienced "swelling and bruising" that still has not resolved one year later. The pt was treated with arnica montana and bromelain for these symptoms. The pt is allergic to sulfa, and has "possible lupus". Concomitant therapies currently include motrin 0-1800 mg daily.

Manufacturer narrative:
(B) (4).